Event description:
The manufacturer received information that a trilogy 100 ventilator had failed a test step during testing. There was no patient involvement, and no harm or injury reported. It was reported the device failed test step 28, indicating failure to verify differential pressure sensor calibration. The device has not yet been returned for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was returned to a 3rd-party service center for evaluation of the reported failed test step with the following findings: the device was checked and tested and works in normal parameters. Evaluation was unable to confirm or duplicate the reported test failure. Unrelated to the reported complaint: pollen filter and maintenance label must be replaced due to prevention/maintenance.